Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently fluctuating. Additionally, it was reported that a power source alert occurred. Customer's blood glucose level was 126-145 mg/dl. Both issues were resolved after charging the pump.